Event description:
It was reported that stopper creepout/loose closure occurred on a paxgene® blood rna tube during use. The following information was reported in the initial complaint. "This email is intended to report out of specification end of shelf life draw volumes test on bd vacutainer® paxgene rna tubes catalog # 762165 made in plymouth UK. As part of CAPA 54720, we sourced bd vacutainer® paxgene rna tube 2.5 ml (762165) which were sterilized at maximum dose levels (~41.1 kgy) for draw volume testing. The testing indicates maximum dosed bd vacutainer® paxgene rna tube 2.5 ml did not meet the product specification at t=0 interval for draw volume of -19% of labelled draw. All the samples are tested at flks. It was observed that there was a stopper failure and stopper has excess flash.".

Manufacturer narrative:
H.6. Investigation summary. Bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1275195. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper creep out/loose closure occurred on a paxgene® blood rna tube during use. The following information was reported in the initial complaint. "This email is intended to report out of specification end of shelf life draw volumes test on bd vacutainer® paxgene rna tubes catalog # 762165 made in (B)(4). As part of CAPA (B)(4), we sourced bd vacutainer® paxgene rna tube 2.5 ml (762165) which were sterilized at maximum dose levels (~41.1 kgy) for draw volume testing. The testing indicates maximum dosed bd vacutainer® paxgene rna tube 2.5 ml did not meet the product specification at t=0 interval for draw volume of -19% of labelled draw. All the samples are tested at flks. It was observed that there was a stopper failure and stopper has excess flash."